Manufacturer narrative:
The maryland bipolar forceps instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was tested on an in-house system, and the instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument grips tips opened and closed properly. The instrument passed the grip test. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. The instrument was fully functional. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. Additionally, the instrument was found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. No section of the active electrode (grip) was exposed. The instrument passed the electrical continuity test. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument output failure was not burning. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the patient did not experience any injury or adverse event during or after the surgical procedure.